Manufacturer narrative:
(B)(4).

Event description:
Customer called to report cartridge chemistry and molecular chemistry sample probe obstruction errors as well as a fluid leak from closed tube sampling (cts) blade wash station on the unicel dxc 800 synchron system. Customer disabled the cts blade, ran the samples without caps and requested service for the following day. The field service engineer (fse) inspected the instrument and found that there was no autogloss coming through the dispense port of the wash tower. The fse then cleaned the dispense port and removed a large amount of build-up. After the wash tower was set to prime with autogloss again, it properly flowed through the wash tower dispense port. The fse then verified performance and alignments on the instrument to ensure that the services performed effectively resolved the instrument issues. Additionally, customer placed several capped patient samples onto the instrument, all of which were completed successfully. Customer stated that neither patients nor instrument operators were harmed or affected by the instrument issues.